Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: b5 - event description.

Event description:
Customer confirmed that there was no delay and there was no adverse effect to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation with corrections to the initial with information inadvertently left out and to provide additional data received. The customer confirmed: the serial number for the balloon used is unknown, the balloon was not sent with the scope, and is no longer available to be sent, as it's been discarded with the biohazardous materials at that time. The balloon applicator was definitely used to apply the balloon, and no lubrication was used on the balloon. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible the phenomenon occurred due air or liquid leaked because the balloon was not securely attached to the balloon groove. However, the root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: after checking the contents of the instruction manual (drawing number ge5938:bf-uc180f, revision number 31), the following warning was issued. 3.7 preparation and inspection of the balloon. Attaching the balloon: prepare the balloon and the balloon applicator. Inspect the balloon and confirm that it has no holes, swelling, color changes, or any other irregularities. If any irregularity is detected, do not use the balloon; use a spare instead, inspecting it thoroughly before use. Grab the tip of the balloon with the applicator. Fold the rear band back onto the applicator. Position the rear band onto the groove of the applicator. Open the applicator wide enough to fit the transducer of the endoscope into it. Insert the transducer of the endoscope into the balloon. Put the rear band of the balloon into the rear balloon groove of the endoscope. Then, move the applicator down, away from the distal end of the endoscope. After performing the steps above, the balloon should be attached to the scope. Fill the syringe with sterile deaerated water or saline. Connect the syringe to the 3-way stopcock and depress the plunger to inflate the balloon. While inflating the balloon, point the distal end of the endoscope upward. Gently grip the balloon with your fingers and squeeze out air bubbles from the front end of the balloon. Attach the front band of the balloon to the endoscope¿s balloon attachment groove. Inspection of the balloon and expelling air inflate the balloon to a diameter of about 10 mm by pushing the syringe¿s plunger. Confirm that there is no water leakage in the balloon. Visually confirm that there are no air bubbles in the balloon. If the balloon has no air bubbles and no water leakage has been detected, deflate the balloon by pulling the syringe¿s plunger. Turn the 3-way stopcock to stop feeding water. If the water leaks from the band of the balloon, press the band into the balloon groove. If air bubbles are observed in the balloon, lower the distal end of the endoscope. Deflate the balloon by pulling the syringe¿s plunger to remove the bubbles. After confirming that there is no water leakage and that there are no air bubbles in the balloon, deflate the balloon by pulling the syringe¿s plunger. Turn the 3-way stopcock to stop feeding water.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The balloon has not yet been returned to olympus for evaluation. The exact cause of the reported phenomenon could not be conclusively determined at this time. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that at the start of a procedure, the balloon for the evis eus ultrasound bronchofibervideoscope wouldn't stay on the scope. The issue was found during an endobronchial ultrasound with biopsy procedure. The procedure was delayed by approximately 30 minutes to trouble shoot the device. The extension of the procedure increased the patient time under anesthesia due to having to hold pressure in the balloon manually. The procedure was completed with the same device. There were no reports of patient harm. This report is related to complaint number (B)(4), which is for the ultrasonic bronchoscope used with the balloon.